Event description:
It was reported that multiple cartridges were leaking from the fill rod lock. Customer loaded a new cartridge to address the issue. There was no adverse impact to the customer's blood glucose level.